Event description:
It was reported that the insulin pump was acting abnormal and that the customer experienced low blood glucose levels. The customer's mother stated that she did not know the blood glucose reading. The customer's mother stated that she was trying to give the customer a mealtime bolus, but the active insulin displayed "n/a." She declined troubleshooting for the device and low blood glucose, requesting replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.